Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident from this lot. Reportedly, device was deployed against resistance. Per the instructions for use: do not deploy the perclose prostyle device against resistance as this may cause a cuff miss or device breakage, do not lift lever against resistance. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to open foot/lever include, but not limited to, tissue or suture caught in the foot. Factors that may contribute to suture separation include, but are not limited to, interaction with patient anatomy or suture/link pulled until it breaks or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
H6: device code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a prostyle device after an interventional atrial fibrillation ablation procedure with an 8f sheath. Reportedly despite encountering difficulty opening the footplate (step 1), the physician was able to deploy the device; however, while removing the plunger, it was noted that the suture was split in two. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.